Manufacturer narrative:
Out of warranty repair. No request for manufacturer service.

Event description:
The international customer reported the ventilator alarmed due to o2 device failed and oxygen not available. The customer reported there was no patient involvement. Loss of the oxygen source can be detrimental to a patient. If the ventilator discontinues oxygen support it will continue to provide ventilatory support to the patient using an air gas source. The international service engineer replaced the gas delivery system to address the issue.